Event description:
Patient reports device shocked 10-12 times and was transported to hospital via ambulance with two more therapies being delivered. At hospital, magnet was then placed over the device. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information on the event indicates rv pacing impedance was > 3000 ohms and oversensing was noted on device interrogation. Further information was received in a lawsuit alleging that the lead was fractured.

Manufacturer narrative:
Patient reports device shocked 10-12 times and was transported to hospital via ambulance with two more therapies being delivered. At hospital, magnet was then placed over the device. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information on the event indicates rv pacing impedance was > 3000 ohms and oversensing was noted on device interrogation. Further information was received in a lawsuit alleging that the lead was fractured. Impedance, high lead(s), fracture of oversensing shock, inappropriate.